Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 1200 mg/dl and a high ketone level. Cause of elevated bg level was unknown. Bg was treated with intravenous insulin and saline. No information was provided regarding the release date, however, customer indicated the issue was resolved and no permanent damage was sustained.